Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) normal change out, the physician encountered an unusual difficulty when disconnecting the lead connected to the device. The needle screw thread was found to be impossible to unscrew the connector lead unless directly approaching the screw after having removed the protection plastic capsule. All type of screwdrivers were attempted but they all either twisted or broke. Subsequently, a sorin screwdriver was used and managed to unscrew the lead without any obvious damage. A new device was implanted successfully. No adverse patient effects were reported. This device was return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.